Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge change error message during the load process. Additionally, when reviewing the pump data, tandem's technical support found that the customer received a cartridge alarm 25. The customer was able to load a new cartridge successfully. There was no impact to the customer's blood glucose level.